Manufacturer narrative:
The insulin pump powered up properly after the battery was installed, no blank display was noted. The device had alarmed button error and it had no button response due to corroded keypad traces. The displacement test was not performed due to keypad anomaly. Visual inspection was performed and no moisture damage found on the electronics, motor, battery tube and vibrator assembly. The device had cracked reservoir tube lip, minor scratches on the lcd window, and scratched reservoir tube window.

Event description:
Customer's mother reported via phone call, the customer had jumped into the pool with the device and now it wasn't responding. Customer's mother didn't know the customer's blood glucose level. The display went blank immediately after being exposed to the water. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.